Event description:
It was reported that the insulin gauge displayed an amount different from expected. There was no adverse impact to the customer¿s blood glucose level. The customer had previously followed guidance from technical support, but as the issue persisted, they requested a replacement pump. Customer will continue to use current pump for insulin therapy.